Event description:
The customer reported that a seal during a total laparoscopic hysterectomy did not appear to be completed even though an end tone, indicating a completed seal cycle, was heard. Another lf1537 device was used to complete the case and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.